Event description:
It was reported via a trial that during a left internal carotid artery stenting procedure, during recovery of the rx accunet embolic protection device (epd), the low profile flexible recovery catheter could not advance to the epd as it kept bumping into the vessel wall. The device was removed and the shapeable tip design, recovery catheter 2, advanced without issue to successfully recover the epd. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There are several possible causes for difficulty advancing the recovery catheter, including, but not limited to, damage to the recovery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty advancing the recovery catheter is due to anatomical conditions, as it was reported that the shapeable tip design was advanced successfully. The rx accunet instruction for use notes: a variety of techniques can be used to assist passage of the recovery catheter if it has difficulty advancing. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: have the patient rotate his/her neck from side-to-side. This motion may re-orient the carotid artery. Change the position of the guiding catheter or guiding sheath. The new position may either re-orient the entry of or give better support to the recovery catheter. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. This type of reported event will continue to be monitored. As part of the manufacturing quality process, all embolic protection devices and recovery catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.